Event description:
Boston scientific received information that noise was observed on both the atrial and shock channels with this cardiac resynchronization therapy defibrillator (crt-d) and there were many anti-tachycardia response (atr) episodes stored. No noise was observed on the ventricular channel. All measurements on the right atrial (ra) lead were within normal parameters. Attempts to recreate the noise were unsuccessful. No adverse patient effects were reported. Boston scientific technical services (ts) was contacted for evaluation. The associated ra lead has had a history of noise and oversensing. A ts representative provided some additional techniques for noise troubleshooting. At the time, the crt-d and ra lead remained implanted. At a later date, additional information was reported that the patient went to the hospital after receiving a shock. While the patient was being seen, a healthcare professional discovered within the patient's notes that a possible insulation breach on the right ventricular (rv) lead was suspected. Boston scientific technical services (ts) was again contacted for further assistance and to inquire if the rv lead could be programmed off as the patient only needs the crt-d for pacing therapy. In addition, the health care professional reported that a chest x-ray was performed and it appeared that one of the header wires of the crt-d was fractured. No adverse patient effects were reported as a result of this later incident.

Manufacturer narrative:
A ts consultant provided assistance on how to determine if the delivered shock was appropriate or inappropriate and to also check the episode for noise. Further testing was also discussed to test the lead integrity. At this time, this crt-d and leads remain implanted and in service. If any additional information does become available, this report will be updated.